Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2020. Additional information was requested and the following was obtained: it was reported "breakage from swage point" please clarify: needle removed from swage point(needle detached from suture line). Do you mean the suture detached from the needle or suture breakage or needle breakage during the procedure? Explained above. What was used to complete the procedure? New suture used. What is the patient's condition? Patient discharged procedure date? (B)(6). Were there any patient consequences due to the "breakage from swage point" intra-op issue? Issue was intra op and delay in surgery. Device return status/follow up? Not known this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you mean the suture detached from the needle or suture breakage or needle breakage during the procedure? What was used to complete the procedure? What is the patient's condition? Procedure date? Were there any patient consequences due to the "breakage from swage point" intra-op issue? Device return status/follow up? Events were submitted via 2210968-2020-09339, 2210968-2020-09340, and 2210968-2020-09344

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2020 and the suture was used. During the surgery, device breakage from swage point occurred. The procedure was delayed. There were no patient consequences reported. Additional information has been requested.